Manufacturer narrative:
The fse who encountered the issue replaced the hi pressure helium regulator and was able to confirm the internal helium pressure of 204psi after replacement. All functional and safety checks were performed to factory specifications and all testing passed. The iabp unit was then cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported by a getinge field service engineer (fse) that while troubleshooting the cardiosave intra-aortic balloon pump (iabp) for a different issue, the helium regulator would not charge the iabp unit above 175psi. There was no patient involvement and no adverse event was reported.

Event description:
N/a

Manufacturer narrative:
Corrected to: the initial reporter named in block e1 is a getinge employee whose contact details differ from that of the event site. A contact at the event site is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10 the fse that encountered the issue replaced the high pressure helium regulator. The fse was able to confirm the internal pressure of 204 psi post part replacement. The fse performed functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by tony putz, technician of the maquet national repair center (nrc) wayne, nj: tp 01 dec 2022. The helium regulator part number 0103-00-0637 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision p with visual damage. The national repair center could not install the helium regulator into the cardiosave test fixture serial number ca204345l1 and verify the leak as per factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. Helium transducer regulator could not be tested do to corrosion. Helium transducer regulator will be held in the nrc per procedure number 0002-07-d008 revision aj.